Manufacturer narrative:
Evaluation summary: the visi-pro balloon expandable stent delivery system was received for evaluation. No ancillary devices from the procedure were received. The balloon chamber material was received in a pre-inflation profile. Witness marks from the crimped stent were noted along the length of the balloon chamber between the two radiopaque marker bands. Two photographic images of cine images were also provided. The first cine image is of a guidewire running through the patient¿s right iliac artery and into the abdominal aorta. A balloon expanded visi-pro stent is implanted in the vessel. The second cine image is of the same vessel with a second stent implanted. The implanted stent extends proximally and distally from the implanted visi-pro stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The visi-pro balloon-expandable biliary stent system was not received for evaluation. No ancillary devices from the procedure were received for evaluation. Two photographic images of cine images were provided. The first cine image is of a guidewire running through the patient¿s right iliac artery and into the abdominal aorta. A balloon expanded visi-pro stent is implanted in the vessel. The second cine image is of the same vessel with a second stent implanted. The implanted stent extends proximally and distally from the implanted visi-pro stent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a visi-pro stent with a non-medtronic 10cm sheath and a non-medtronic 0.035 guidewire, to treat a fibrous plaque lesion in the right common iliac artery. The physician decided not to pre-dilate the lesion. No embolic protection was used. The visi-pro device was advanced to the lesion with no resistance encountered and no excessive force used. The stent could not be deployed at the lesion site. The physician then intended to remove the visi-pro to pre-dilate the lesion, however, on removal the stent dislodged when entering the catheter sheath. The stent was left on the wire in the patient at an unintended site. The visi-pro was expanded using a non-medtronic balloon. The lesion was pre-dilated and a protégé everflex was deployed successfully at the lesion.